Event description:
It was reported that the wake button on the pump was not working to deliver a quick bolus when pressed. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.